Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor communication. It was reported that the ins went dead and now the ins won¿t charge. The patient reported that they last successfully charged the ins at the beginning of (B)(6)2018. The patient reported that they had an unrelated shoulder surgery and noted that it wasn¿t easy for them to keep the antenna in the best spot for recharging. The patient encountered a reposition antenna when trying to charge the ins. It was reported that the patient programmer (pp) wouldn¿t communicate with the ins. No symptoms or complications were reported.